Event description:
The customer reported the heartstart xl had a "fault." There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.